Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower scan result on the adc device in comparison to unspecified glucose reading on an adc meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer counteracted with insulin (type/dose unspecified), however they experienced shaking. The customer then visited a doctor and was treated with novorapid and unspecified antiviral injections. There was no report of death or permanent impairment associated with this event.